Event description:
The customer reported an erroneous high lymphocyte result without suspect messaging on one patient sample on a coulter hmx hematology analyzer with autoloader, compared to a rerun on the customer's backup analyzer and a manual slide review, which were considered correct. Quality controls (qc) run prior to and following the event were within specification. No information regarding the specimen was provided; however, the customer did not question sample integrity for this event. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/13/2015. The fse was not able to reproduce the issue. However, when checking the instrument control data; the fse found the coefficient of variance (cv) % was biased high, but within specification for the normal and abnormal 2 controls. The fse re-tubed all the pinch valves and diff sample line located in the diff sub-system, replaced the check valves associated with solenoid 17, removed and cleaned the blood sampling valve (bsv) and bleached the diff pathways. These procedures brought the cv% closer to the mean. The cause of the erroneous differential result is unknown. The patient weight was not provided by the customer.